Event description:
It is reported that the peg broke on liner impactor upon impaction.

Manufacturer narrative:
Eval - as described in the complaint, the peg broke upon impaction. A change to the material spec of this device was made in 2008 in order to reduce the occurrence of this type of failure. The device had a potential field age of approx 12 months at the time of failure. No product was returned. Review of the device history records did not find any deviations or anomalies.